Event description:
It was reported that a patient underwent aortic valve replacement (tissue) in 2005, a 3000, 19mm. Patient has had a previous implanted pericardial tissue valve, not sure when. (B) (6) from (B) (6) histology department would like to send the 3000, 19mm valve back for our engineers to evaluate. Reason for explant was not provided. Please note that the aware date is being used as the occurrence date until the occurrence date is known. E-mail dated 03/17/09 from (B) (6) from (B) (6) hospital - pathogy laboratory indicates pre-op diagnosis was aortic stenosis. No operative report was dictated for this patient..

Manufacturer narrative:
Evaluation summary: heavy calcification is detected in the cusp area of leaflets1and 2, and in the free margin of leaflet 2. In the cusp area of leaflet 3 and the free margin of leaflet 1, calcification is moderate to heavy. Calcification restricted mobility in the leaflets and led to stenosis. A gap is noted at the coaptation region. Minimal to moderate host tissue overgrowth encroached onto the tissue inflow and into the orifice by at the greatest point by approximately 3mm. Host tissue is moderate to heavy at the stent inflow and moderate at the stent outflow. The wireform is exposed at commissure 1 at the outflow aspect; cuts in the stent fabric are noted in the region. The x-ray demonstrates calcification. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from (B) (4) sales representative. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance. Device was returned for evaluation.